Manufacturer narrative:
References the main component of the device system the relevant components include: product ID: 8709sc, lot# n185825013, implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving dilaudid of an unknown concentration and dose via an implantable infusion pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that due to the pain doctor suspecting an issue with the catheter, the patient was scheduled for surgery and dye study on (B)(6) 2017. Upon incision and direction to check the spinal area of the catheter, the surgeon identified that the catheter was split near the anchor area. Which left the distal section of the catheter in the spine. There were no known environmental/external/patient factors that may had led or contributed to the issue. The surgeon removed the anchor section and noticed the distal part of the catheter was no longer attached. The surgeon placed a new spine segment from a revision kit. The issue was resolved at the time of this report. The patient's status was "alive- no injury" and no further complications were expected or anticipated.